Event description:
Customer's meter started giving them readings "in half". The bottom half of the readings were not visible. A review of the system was conducted over the phone. It was determined that segments were missing from the meter's display in both 100s and 10s positions. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with further questions/concerns.